Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that dissector balloon; obturator, lock collar, trocar balloon and valve seal all appeared intact. The insufflation bulb was received. The inflation syringe was not received. Pmv performed functional testing; the trocar balloon was inflated no leaks detected. The hole of the dissector balloon was covered and inflated, a leak was detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively in a lap hernia procedure, the device would not hold pressure and it would not inflate. There was no patient injury. A new device was used to resolve issue.